Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare provider called to report a left side rupture. The device remains implanted.

Event description:
Healthcare professional reported the device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on the radius side assessed a surgical impact opening (shell thickness within specification). Additional observations: crease flat observed on the surface of the shell. Stress marks on the shell. No further actions are required as the device was implanted.

Event description:
Healthcare provider called to report a left side rupture. The device has been explanted.